Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented with the following pre-op diagnosis lumbar spondylosis l5-s1. She underwent the following procedures: anterior lumbar interbody fusion l5-s1. Posterior lateral fusion with pedicle screw instrumentation. As per the operative notes,¿ a complete radical discectomy was performed down to the posterior longitudinal ligament. A 9 mm titanium cage with synthetic bone and bone morphogenic protein was placed between the end plates of l5 and s1".post op, the patient suffered with unspecified injuries.